Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2004, the patient underwent a bha surgery for necrosis of femoral head. After surgery, on (B)(6) 2022, dislocation occurred, and a revision surgery was performed on the same day. The skirt part of the inner head hit the cup, and the cup was observed to be worn. In the revision surgery, the cup was removed and exchanged with a cup of the same size, and the inner head was re-inserted. The revision surgery was completed successfully with no surgical delay. The surgeon commented that the dislocation was considered to occur due to wear of the cup. No further information is available. Doi: (B)(6) 2004; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.